Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported off-label use was associated with the use of a mitraclip device on the tricuspid valve. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, an off-label mitraclip procedure was performed to treat tricuspid regurgitation (tr) grade 5. The tricuspid valve was of quad leaflet anatomy due to a split posterior leaflet. First mitraclip xtw was placed anterior/septal successfully. A second mitraclip xtw (lot: 40308a2047) was implanted septal/posterior successfully, with tr reduced to grade 2. After approximately 3-5 minutes, the second xtw was observed to have detached from the septal leaflet (single leaflet device attachment (slda)). A third xtw mitraclip was placed septal/posterior to stabilize. The procedure ended with tr reduced to grade 2. There was no leaflet damage observed.